Event description:
Penumbra system reperfusion catheter 032 kinked during procedure.

Manufacturer narrative:
Technical eval: based on visual inspection, the device had multiple kinks and flattened sections. At two of the kink locations, the device twisted which indicates that the kinks may have occurred during the manipulation of the device during the procedure. The DHR of this mfg lot that has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. Incident # 0129. RMA # 10020. Part # 0255/a (sa, reperfusion catheter 032). Lot # l11519. A review of the device history record (DHR) was completed on part # 0255/a (sa, reperfusion catheter 032), lot number l11519. The lot has 2 ncrs associated with it: ncr 0399 for failed hub air aspiration test; (B)(4). The entire lot was inspected for leaks and sorted. (B)(4). (B)(4). The quantity released passed all the visual and testing requirements. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. Even though the parts released in this lot met process requirements, the units have been handled multiple times during the re-packaging, testing and inspection per ncrs disposition may have contributed to the incident.